Event description:
A patient had a reaction a few days after a surgery in which durepair was used as one of many products. The durepair graft was subsequently explanted and sent to the lab for testing. The results indicated cultures of bacteria on both sides of the durepair graft.

Manufacturer narrative:
(B) (6). The product was unavailable for return. Therefore an evaluation of the device performance was not possible. A review of the manufacturing records showed no anomalies and the sterilization records for lot 0906021 were within specifications. Medtronic neurosurgery has received no other complaints for this lot. As a result, the source of the reported bacteria is unknown. The instructions for use that accompany the product note that infections are a general risk of dura-related surgery.